Event description:
Consumer called to report getting inaccurate readings with her plink meter. Comparing to her old meter. Analysis run on clark error grid using competitive reading (55) as ref. Point vs. Bd readings (161) yielded data points in the d range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.